Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the buttons responsive was slow and crack on keypad. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Buttons remained unresponsive after troubleshooting. The damage affected the pump's functionality. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump was received with all buttons functioning properly and no keypad/button unresponsive noted. Pump passed the self-test. The pump was received with pillowing keypad overlay, cracked keypad overlay at select button, and stained keypad overlay. The following was noted during visual inspection: minor scratched window display, scratched window display cover, scratched case, and cracked case at battery tube side. Pump was cut open to perform visual inspection and found moisture damage to the pcba1 and pcba2. No damage noted on the motor and force sensor. The j1 connector on pcba1 was locked properly during visual inspection. The keypad overlay was removed to perform visual inspection and found no damage to the keypad traces or dome switches. The test p-cap locks properly into the reservoir compartment. Activation-keypad/button unresponsive not confirmed. Cosmetic damage- keypad overlay damage confirmed at the front of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.